Event description:
It was reported that the patient's leadless pacemaker (lp) became dislodged, and embolized outside its intended chamber. The lp was retrieved. No additional information was available.